Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown and silicone migration.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs: one device appears to be intact, along with red biological tissue labeled right side.

Event description:
Capsular contracture identified as baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.